Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Blood glucose reading was over 600 mg/dl. The customer treated their high blood glucose with manual injections and insulin pump bolus. The customer was hospitalized on (B)(6) 2020 for two days. The customer¿s high blood glucose was treated with IV fluids, and IV insulin drip. The customer was unsure if the pump was under delivering insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The pump will not be returned for analysis. No product is expected to return for analysis.